Manufacturer narrative:
(B)(4).

Event description:
Additional information became available that this lead continued to show loss of capture (loc). Boston scientific technical services (ts) was consulted and suggested getting the device interrogated by a boston scientific sales representative but that has not happened. The lead and device remain implanted. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture in certain positions. The lead was modified electrically and remains in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.